Event description:
At a 1-month f/u visit a pt was observed with grade 1 staining and grade 1 corneal infiltrate right eye. The pt returned 1 month later with symptoms of redness, discomfort, irritation and burning/stinging. Grade 2 corneal staining, grade 1 injection, and a resulting corneal scar from the infiltrate were observed. The scar was within the central 4mm, but did not affect vision. The pt was instructed to wear the lens as daily wear for 2 days and then resume extended wear.